Event description:
It was reported, following replacement of the ins, impedance values were >10000 ohms for all electrode pairs with 1-7. Pairs using electrodes 0 and 8-15 were in range. Pre-operative testing of impedances with the old ins in place showed in range impedance values for all electrodes. The device was going to be programmed with 0 and 8-15 at the time and the pt was to be seen again in one week. No pt symptoms were reported. Additional info has been requested.